Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history record. Device history lot: part: 412.214s, lot: 1l52094, manufacturing site: (B)(4), supplier: früh verpackungstechnik ag, release to warehouse date: 17.sep. 2018, expiry date: 01.sep. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile 412.214 / l988305 was manufactured in (B)(4). Part: 412.214, lot: l988305, manufacturing site: (B)(4), release to warehouse date: 30.jul.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the osteosynthesis surgery for femoral neck fracture with the fns. The surgery was completed successfully. On (B)(6) 2019, the patient fell down in the hospital. The hospital took a follow-up, and the hospital confirmed that non-union occurred. On (B)(6) 2019, the patient underwent the removal of fns surgery and the bha surgery. There was no surgical delay. The fracture type was garden. The surgeon commented that there was no product defect. No further information is available. This complaint involves four (4) devices. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 40mm-sterile. This report is 4 of 4 for (B)(4). This complaint involves four (4) devices.